Event description:
Pt was having spinal cord stimulation system explanted to be replaced with drug infusion pump and catheter. Upon explant of the lead, the lead became lodged on the pt's spinous process, and the physician was unable to work it loose to remove it. The lead was cut at the #3 electrode, and the distal portion of the lead from this electrode on remains in the pt's epidural space.